Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/05/2024. An investigation was conducted on 02/07/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both the connector ends were observed to be intact with no visual defects observed. The cable was observed to be torn. No other visual defects were observed. Based on the returned condition of the device as well the evaluation results, the reported failure "material split, cut or torn" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the lot # 02303202 . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported during cleaning of the hemopro2 extension cable, several spots where it looks like the wire is starting to poke through the exterior rubber coating. Customer is concerned about electrical issues and potential failure during cases. No patient was involved.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.